Manufacturer narrative:
(B)(4) concomitant medical products: unknown, unknown cpt stem, unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's hip was revised two years post implantation due to pain. The hip was converted to a total hip replacement. There were no complications or delays reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.